Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with a right ventricular (rv) lead that exhibited non-sustained right ventricular oversensing (nsrvo) due noise over-sensing. No interventions were made or reported. The patient was in stable condition.

Manufacturer narrative:
Additional information: d6b, h1.

Event description:
New information received noted that the lead exhibited high capture thresholds due to lead dislodgement; confirmed by chest x-ray (cxr). The lead was explanted and replaced. The patient was in stable condition.